Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD) after the patient got shocked. Boston scientific technical services (ts) reviewed the reports and saw that there was undersensing on the right ventricular (rv) channel. It was noted that several undersensed beats resulted in a delay in shock therapy. The shock that was delivered converted the patient's ventricular fibrillation (vf). Ts recommended reprogramming options. The device remains in use. No adverse patient effects were reported.